Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint "the clip applier does not close the clip". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The clip test was performed twice and passed with no damage found. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the large hem-o-lok clip applier did not close the clip. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large hem-o-lok clip applier for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the large hem-o-lok clip applier (part# 470230-12/lot# k10220314 0225) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 during a low anterior resection procedure performed by console surgeon marc olivier françois via system serial# (B)(4). There were 91 uses remaining after this last usage. No image or procedure video was provided fore review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.